Event description:
The customer reported falsely elevated magnesium generated from a alinity c processing module and provided the following data: customer reference range for magnesium is 1.6 to 2.6 mg/dl. On 5 apr 2024, sample ID (B)(6) generated magnesium result of 7.84 mg/dl, which was reportedly flagged as a critical result. The sample was repeated and generated results of 1.72, 1.69, 1.75. Troubleshooting was performed, which involved analyzer adjustments and replacing an analyzer part. Precision was ran with 10 high and 10 low samples, which all generated results in the acceptable range. Additional laboratory values provided: sodium was 137.8 & 138.4 mmol/l, phosphorus was 3.5 & 3.5 mg/dl, total protein was 7.14 & 7.15 g/dl, urea was 15.6 & 15.7 mg/dl. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium generated from a alinity c processing module and provided the following data: customer reference range for magnesium is 1.6 to 2.6 mg/dl. On (B)(6) 2024, sample ID (B)(6) generated magnesium result of 7.84 mg/dl, which was reportedly flagged as a critical result. The sample was repeated and generated results of 1.72, 1.69, 1.75. Troubleshooting was performed, which involved analyzer adjustments and replacing an analyzer part. Precision was ran with 10 high and 10 low samples, which all generated results in the acceptable range. Additional laboratory values provided: sodium was 137.8 & 138.4 mmol/l, phosphorus was 3.5 & 3.5 mg/dl, total protein was 7.14 & 7.15 g/dl, urea was 15.6 & 15.7 mg/dl. Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial #(B)(6) was evaluated, and it was observed that there was a substance on the mixer and there was low wash flow to the cuvette washer. The issue was resolved by replacing the mixer and adjusting the cuvette washer flow rate. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no subsequent issues have been reported associated with the customer reported event. A review of tracking and trending did not identify a trend for the mixer or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the mixer as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.